Manufacturer narrative:
Date sent to the FDA: 05/11/2021 additional information: d9, h6 additional h6 component code: g07002 ¿ conforming device additional h-3 summary: visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that an opened sample of product code c1023 was received for evaluation. Visual inspection of the opened samples and the swage and attachment area was noted to be as expected. The suture was dispensed without problems and examined along the strand and no defects or damage were observed. A functional test was performed and the pull force was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted and the complaint sample was not received for evaluation. Additional information was requested, and the following was obtained: no patient consequence. Event date: (B)(6) 2021 what was being done when the needle came loose from the suture (removal from package / during passage through tissue/ during tying? During its use (during passage through tissue). ¿ was the needle removed from the patient during the same procedure? Yes. ¿ what tissue/location was suturing when pull-off occurred? Oral tissue, gingival mucosa. ¿ were there any unexpected outcomes or complications as a result of this suture needle pull-off event? No patient consequence. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 05/11/2021 corrected information: b3, g1 corrected b5 narrative: it was reported that a patient underwent an orthopedic procedure on (B)(6) 2021 and a suture was used on oral tissue, gingival mucosa. During passage through tissue, the suture pulled off the needle. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Events reported in 2210968-2021-02959. A manufacturing record evaluation was performed for the finished device batch number qdmdzl, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was being done when the needle came loose from the suture (removal from package / during passage through tissue/ during tying? Was the needle removed from the patient during the same procedure? What tissue/location was suturing when pull-off occurred? Were there any unexpected outcomes or complications as a result of this suture needle pull-off event? Please provide the procedure name and date. Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details.

Event description:
It was reported that a patient underwent an orthopedic procedure on (B)(6) 2020 and a suture was used. During the procedure, the suture pulled off the needle. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.